Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power (battery compartment damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the black box and alarm history indicated multiple reboots following call service 78 and call service 54 alarms. No alarms occurring during investigation. Investigation revealed moisture behind the display lens and two cracks in the battery compartment. The pump failed leak testing due to a battery compartment leak. The pump was exercised for 24 hours with no power issues or alarms occurring. The pump casing was removed and there was evidence of internal moisture/corrosion found on multiple internal pump components.